Event description:
There was no introducer dilator in the insertion kit. There were two step up dilators in the package. There was no time to return to datascope for evaluation. Item was discarded. On 1/8/1997, the following was reported: there were numerous items missing from the insertion kit. (Event complications: none from the event - reported 12/29/1997.)